Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle a trap, restorelle p, and omnisure mesh and minitape o urethral sling. Later the pt experience dyspareunia, yeast infection, urinary tract infection, atrophic vaginitis, deep pelvic pain, tender palpable mesh, palpable suture in the periosteum of the public bone, none tender slight induration, slight herniation of the urethra anteriorly, extensive mesh along anterior/posterior walls and suburethrally and vesicovaginal fistula. Excisions of smart fix buttons and mesh, band release, opening of the introitus, urethral reconstruction, advancement of periurethral and exploration of posterior vaginal wall were performed.